Manufacturer narrative:
The device is currently not available for analysis. No conclusions regarding the clinical observation can be drawn at this time. The investigation will be continued as soon as new information becomes available.

Event description:
Ous MDR - it was reported that intermittent high pacing and shock impedances were noted 26 months after the implantation. The ICD remains implanted. No deterioration of the patient's state of health was reported.